Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger came loose while attempting to remove it from the packaging. The following information was provided by the initial reporter: "the prefilled syringe broke when the customer was going to take it out from the package. (Sample showed a loose plunger)"

Manufacturer narrative:
Investigation: unconfirmed, no sample provided. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger came loose while attempting to remove it from the packaging. The following information was provided by the initial reporter: "the prefilled syringe broke when the customer was going to take it out from the package. (Sample showed a loose plunger)".